Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurses station (cns) would intermittently drop all patient ECG waveforms for a few seconds multiple times daily. Technical support (ts) had the bme check full disclosure, which revealed gaps in the data on one patient. Ts explained that this suggested an issue with the network. One patient had a gap of the ECG and spo2 at 11:17:30 - 11:17:50. The two screens went black; however, they could see the cursor but no waveforms. The cns came back on its own. Ts wanted the bme to reboot the switch in the closet and the cns, but the bme stated that the last few times they rebooted, other units had not come back up in the past, and they do not want to reboot at this time. The bme would like to send the cns in for repair. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurses station (cns) would intermittently drop all patient ECG waveforms for a few seconds multiple times daily. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurses station (cns) would intermittently drop all patient ECG waveforms for a few seconds multiple times daily. Technical support (ts) had the bme check full disclosure, which revealed gaps in the data on one patient. Ts explained that this suggested an issue with the network. One patient had a gap of the ECG and spo2 at 11:17:30 - 11:17:50. The two screens went black; however, they could see the cursor but no waveforms. The cns came back on its own. Ts wanted the bme to reboot the switch in the closet and the cns, but the bme stated that the last few times they rebooted, other units had not come back up in the past, and they do not want to reboot at this time. The bme would like to send the cns in for repair. No patient harm was reported. Investigation summary: evaluation of the returned device was able to duplicate the reported issue of intermittent comm loss of ECG reading. The evaluation also found the display screen black out every 5 minutes. To resolve the issue, the hdds were replaced. Calibrated the touch screen and initialized the unit. Checked networking functions. The unit was tested according to the service manual. Completed 24 hours of extended testing and operated to manufacturer's specifications. This would indicate that the cause of the issue is related to failure of the hdds. The hdds are mechanical components that may deteriorate through time and may wear from continual use. Possible causes of failure include mechanical failure from improper use/handling, corruption of the files from abnormal shutdowns or viruses, or power issues. Other possible causes of the issue are power surges/interruptions and wear and tear. Any events that involve fluctuations and changes in the voltage such as power outages, power surges and generator tests may damage the hdds. Fluid intrusion, dust accumulation, or a lack of maintenance on fans, air intakes, and other components may lead to overheating of the hard drive and subsequent failure. When hard drives fail, this failure can manifest in different ways. There can be an error message (e.g., "hdd access error," "ssd access error," "ssdx error," "threshold breach"), or the device may reboot, the device could display a blue failure screen, or the device screen could "freeze." The unit may sometime then restart, or the device may need to have the hard drive replaced. Sometimes the unit can be rebuilt by the backup disk (i.e., the system has raid (redundant array of independent disks - which puts multiple hard drives together to improve performance)). The following fields contain no information (ni), an attempt to obtain the information was made, but not provided: a2 - a6 b6 - b7 d10 attempt # 1: 07/02/2024 emailed the bme for all information in the ni list above: the bme replied that none of the requested information can be provided. Additional information: b4 date of this report d9 device available for evaluation g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer h6 event problem and evaluation codes h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurses station (cns) would intermittently drop all patient ECG waveforms for a few seconds multiple times daily. No patient harm was reported.